Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that low impedance issue was observed on the lead and patient experienced ineffective stimulation as a result. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.